Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported during post-market surveillance of cardiac resynchronization therapy (crt) devices that the patient is deceased. Cause of the death was sepsis, congestive heart failure and dilated cardiomyopathy. The source of the sepsis was not provided. No additional information is available.